Event description:
It was reported that a 53-year-old caucasian female patient underwent a breast augmentation revision surgery with 550cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of both prostheses, which was confirmed via magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant. Refer to manufacturing report number 1645337-2023-10368 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 12, 2024, mentor received the device for evaluation. On january 16, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 04, 2023, mentor received additional information. The patient underwent bilateral removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia. On december 18, 2023, mentor received additional information. Both patient's prostheses were found to be intact upon removal. As such, rupture is no longer applicable to this file. On december 26, 2023, mentor received additional information. The patient's prostheses were replaced with 590cc mentor memorygel boost breast implants. Manufacturer¿s reference number: (B)(4).